Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
The pt reported experiencing elevated blood glucose of up to 400 mg/dl since beginning use of the infusion sets in (B)(6) 2011. He injected insulin via pen and changed the infusion set to lower his blood glucose. He stated that on (B)(6) 2011, he experienced elevated blood glucose and found the cannula had not been inserted and was laying on top of his skin under the adhesive. No further information is available. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion sets were discarded. No product will be returned for evaluation.